Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) post pace was noted on the right ventricular (rv) lead. The sensitivity was reprogrammed but did not resolve the twos; changing to tip to coil sensing resolved the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.